Event description:
It was reported that: "it was reported by the patient that he had a hip replacement done about 5 years ago. Patient stated ever since his surgery, he has been experiencing pain, and hearing a grinding and clicking sound. Patient did follow up with his orthopedic surgeon. Surgeon did some test and everything seemed to be ok. Patient would like to know if his implants were part of a recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.